Manufacturer narrative:
An event regarding the appearance of a ceramic head was reported. The event was confirmed based on the scratching identified. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnification up to 50x. The mar concluded: scratches were observed on the rim and taper of the ceramic head. Elemental constituents of the base material were consistent with ztpa. Elemental constituents of the scratch were consistent with metal transfer from a stainless steel alloy. The exact source of the metal transfer could not be determined. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined". Elemental constituents of the scratch were consistent with metal transfer from a stainless steel alloy. The exact source of the metal transfer could not be determined. Nc has been raised to investigate.

Event description:
Ceramic head implant opened in sterile packaging, intention was to implant into patient. Scrub nurse noticed scratch on implant. Scrub nurse notified surgeon and he inspected the implant. There were two scratches. One on the outside of the implant, one on the inside rim. The surgeon decided not to use the implant and used an alternative implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Ceramic head implant opened in sterile packaging, intention was to implant into patient. Scrub nurse noticed scratch on implant. Scrub nurse notified surgeon and he inspected the implant. There were two scratches. One on the outside of the implant, one on the inside rim. The surgeon decided not to use the implant and used an alternative implant.